Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue; spring missing from the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: on examination, the battery compartment and the battery cap that was returned were both intact without damage. The returned battery cap was able to be properly secured to the pump. On investigation, the pump was unresponsive and did not power on. The pump was opened for investigation and revealed moisture corrosion present on the printed circuit board and its components. Investigation did not confirm the complaint of the spring missing from the battery cap. Investigation did confirm a power issue; the pump would not power on and was unresponsive due to moisture damage inside the pump affecting the printed circuit board and its components.